Event description:
It was reported a patient experienced and was hospitalized the same day for a heart attack coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Fifteen days prior to receipt of this report, the patient had collapsed and was taken to a hospital. While at the hospital the patient collapsed ¿about 4 more times.¿ it was reported the patient had experienced ¿1 major heart attack and 8 small ones.¿ the same day the patient was admitted. Treatment was not reported. It was reported the patient was diagnosed with an unrelated indication. Nine days after admission the patient was transferred to his local hospital. The patient was discharged two days after admission from the local hospital to homecare. The patient was prescribed bisoprolol 1 tab, every morning (dose not reported) for the new diagnosis of heart disease. The cause of the heart attack was unknown. It was not reported if the patient was connected to the hc device at the time of the heart attack. At the time of this report the outcome of the heart attack event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.